Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 07/23/2019 that the device was available for return: section d. Box 10. Device available for evaluation? Section h. Box 3. Device evaluated by manufacturer? Section h. Box 3. Device returned to manufacturer? Section h. Box 3. Reason for non-evaluation section h. Box 3. ''Other'' reason for non-evaluation section h. Box 6. Method code 1 section h. Box 6. Results code 1-4 section h. Box 6. Conclusions code 1 results: the ace68 was fractured approximately 114.0 cm from the hub. A non-penumbra stent retriever was advanced through the fractured ace68 and support coil wind were unraveled. Conclusions: evaluation of the returned ace68 confirmed the reported fracture. This damage typically occurs if the ace68 is forcefully retracted against resistance. The distal fractured segment of the ace68 and the neuron max identified in the complaint was not returned for evaluation. Therefore, the root cause of the reported resistance could not be determined. Further evaluation revealed ace68 coil winds unwound from the returned portion of the catheter. This was likely a result of the interaction between the fractured device and non-penumbra stent retriever post-procedure and was incidental to the reported complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow-up #01 MFR report and is being corrected on this follow-up #02 MFR report: 3005168196-2019-01291

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the proximal m1 of the middle cerebral artery (mca) and the right distal internal carotid artery (ica) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician advanced the ace68 through a neuron max 6f 088 long sheath (neuron max) and then engaged the thrombus with a stent retriever device advanced through the ace68. The physician then created suction using a syringe and, after waiting 2-3 minutes, retracted the stent retriever device into the ace68 under aspiration, and then retracted the ace68 into the neuron max. While retracting the ace68, slight resistance was encountered and the physician noticed that the distal end of the ace68 had broken off inside the patient¿s distal right ica. Therefore, the physician removed the stent retriever device and the proximal end of the ace68 and then attempted to retrieve the broken ace68 piece with a snare device; however, it was unsuccessful. The procedure was then ended at this point. It was reported that the patient had a known stenosis in the left ica and was in critical condition prior to the procedure. Approximately a week post procedure, the decision was made to remove the patient from life-support and the patient expired. The physician does not consider any of the penumbra devices used during the procedure to be related to the patient's death and notes the cause of death to be due to the infarcts in the brain, stating that half of the brain was already demarked.